Manufacturer narrative:
Section age or date of birth, weight, and ethnicity: unknown, not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported by the customer that they experienced suction loss with the patient interface (pi) during laser firing. Procedure was completed successfully. There was no patient injury or surgical intervention needed.

Manufacturer narrative:
H3 - product investigation was conducted. The product was received with components loose in the package and was unable to be associated its corresponding lot. Therefore, no product testing could be performed. The reported event cannot be confirmed. A search for related complaints from lot number 60174203 from the last 12 months was conducted and 11 related complaints were found. The device history record (DHR) was reviewed. There were no related deviation, ncmr, nc or CAPA initiated during the manufacturing process of the reported lot number. All devices meet material, assembly, and performance specifications at the time of product release. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. Johnson & johnson surgical vision will continue to monitor this type of complaint. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.